Event description:
A cartridge alarm was reported by the caller. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support assisted the caller with loading a new cartridge, but an error occurred, leading to a pump replacement. Customer reverted to an alternative method of insulin therapy.